Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer stated have been working with health care provider to those sorted out. The customer stated that sensor did alert to the lows and even shot off when it was needed. The customer did not call into helpline but just used up the entire box of sensors.